Event description:
It was reported that the high-pressure test was performed and failed. No blood glucose reading was reported. Troubleshooting was performed and the device did not alarm within the specs. No further info was provided.

Manufacturer narrative:
Currently, it is unknown wether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.